Event description:
Per the clinic, the patient experienced an inflammation around the implant side. Treatment with antibiotics (type & date not reported) was unsuccessful.the device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)